Manufacturer narrative:
This MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. No impact or corrosion damage present. The technician could not duplicate the reported issue. When applying backpressure at various levels, the audible reed alarm sounded at the corresponding pressure value on the relief alarm knob setting. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. The technician upgraded non-return valves (nrv)as a preventative.

Event description:
It was reported that the ventilator produced a high peep. No patient injury was reported.